Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported walk-in clinic visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) became elevated while wearing the pod between 4 and 24 hours. Patient stated "there was not an alarm" while wearing the device, however, personal diabetes manager showed an error code that is consistent with a pod alarm. It was not clear if the alarm was audible or not, as the patient was not feeling well at the time. Symptoms included feeling "sick," rapid breathing, decreased appetite, weakness, and difficulty moving.the patient was subsequently taken to a walk-in clinic and treated with intravenous therapy "to get blood sugars down." It should be noted that the patient disclosed having unspecified "heart problems" which were exacerbated due to the elevated bg levels, thus, resulting in the reported rapid breathing. No specific bg reading was provided by the patient.